Event description:
The patient's grandmother reported that the patient was in the hospital in critical condition, stating that her brain is swollen, and she has an infection that the physicians cannot find. The grandmother was wondering if it was from the vns device. Additional information was received from the patient's sister who found the patient face down on the floor and was stated to be in the ICU; it was stated that the patient may pass and has already been resuscitated. The grandmother stated that the patient's incision site looks healed. Additional information was received that the patient had passed away. The patient's grandmother called the neurologist's office to let them know that the vns was the cause of the patient's death. It was stated that the patient had stopped seeing her neurologist shortly after implant due to the grandmother and patient's mother having differences of opinion with the doctor. Therefore the doctor was unaware of any of the events until the grandmother contacted the office. No other relevant information has been received to date.

Event description:
The patient¿s grandmother stated that the patient died of cardiac arrest and the grandmother blames the vns. The patient saw their neurologist to have their device turned on a few weeks after the patient's vns surgery, and it was not titrated after that appointment. It was stated that the device was removed after the patient's death but the device will not be sent back to the manufacturer. The grandmother had previously reported that the physicians at the ICU thought that the patient had an infection, but stated that it was ruled out, and stated that the patient had a mild bladder infection. No further relevant information has been received to date.